Event description:
This pt had pt's original left total knee arthroplasty at another facility in 1992 with a revision arthroplasty at this facility in 1994. Pt did well until about a year ago when pt stepped off a plane and twisted their left knee. Pt began having pain and instability and presented to this facility for a revision arthroplasty to the left knee. Intraoperatively severe metalosis was noted as well as polyethylene and metal wear. There was also a large amount of metal debris within the joint. All components were removed and replaced.